Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor reconstruction with uphold lite including apical repair and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016 , the patient experienced pelvic pain and was treated with hydrocodone.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was implanted into the patient during a pelvic floor repair procedure with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. The procedure was completed without complications. On (B)(6) 2016, the patient experienced spontaneous, perineal, pelvic pain possibly related to muscle spasm and with a relationship to the posterior vaginal compartment. She was treated with hydrocodone and the event has not yet resolved. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, possibly related to the device, and not related to the delivery device.

Manufacturer narrative:
Additional information - blocks a5 race, b5, and b7. Block a1: patient ID: (B)(6). Block g3: study name: (B)(4). Block h6: patient code 1994 captures the reportable event of pain. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.